Manufacturer narrative:
(B)(4). The lot was manufactured from february 25, 2014 to february 26, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the overpouch of a seven day infusor contained large droplets of liquid, indicating a leakage occurred. According to the report, it was difficult to determine where the leak was from. This was noticed after the device was filled with fluorouracil (baxter compounded solution) and before patient use. There was no patient involvement. No additional information is available.